Manufacturer narrative:
Based on the results of the investigation, the repair facility conducted a visual inspection and a functional inspection on the device; the customer's allegation was not confirmed. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blurry vision. The issue was observed during a routine inspection by the customer. There was no patient involvement.